Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thick leaflets. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2025, the patient returned to the hospital due to dyspnea. Imaging showed the implanted clip is stable on both leaflets. It was noted that the mean pressure gradient increased to 9 mmhg on tte and 12 mmhg on rhc.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral stenosis. The dyspnea appears to be a cascading effect of the mitral stenosis. Mitral stenosis and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was result of case-specific circumstance as the patient returned to the hospital due to the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.